Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 4. During troubleshooting, there was nothing found that caused or contributed to the alarm. The hc was with a se 2240 in dwell 4 of 4 and the home patient (hp) was still connected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.